Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a video-assisted thoracoscopic surgery (vats) thoracic procedure, small green pieces of material were coming out of the bottom of the trocar and fell into the patient cavity. The surgeon tried to remove all the small pieces in the cavity, but it was so small that the surgeon could not confirm if all the pieced were removed and the surgeon moved forward with the procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the distal end of the cannula had a crack. The obturator was not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cracked cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Medtronic, inc. ( if information is provided in the future, a supplemental report will be issued.